Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's grip cables were broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, cable at the end popped and broke on the mega suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.